Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating there were speaker malfunction errors. The customer declined to provide further information, so it is unknown if the device produced sound. It is unknown if the device was in clinical use; no adverse event was reported.

Manufacturer narrative:
S was performed bench repair service personnel which included testing. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was a faulty speaker and a faulty mainboard. The issue was resolved by replacing the faulty components. The device has been returned to the customer.